Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor and motor flex were defective and the wiring was damaged. The device was repaired and returned to the customer on (B)(4) 2012.

Event description:
It was reported by the customer that the device had been previously returned with no fault detected, but that the handpiece was showing error code e6 (handpiece overheating warning) when connected to the console. The device was returned for service. This is report 1 of 1 for (B)(4).